Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing high blood glucose levels all day. The patient reported being unsure if the cannula was properly inserted at the infusion site, and leaking at the pod site was observed. When leaking was noticed, the pod was removed from the abdomen, and 1 hour later, on (B)(6) 2025, the patient went to the emergency room (ER). The patient was feeling nausea, lightheadedness, and dizziness. The patient was diagnosed with high ketones and was treated with 2 full bags of intravenous fluids for hydration and increased multiply daily injections. The patient was able to stabilize and was released from the ER the morning of sunday, (B)(6) 2025. The patient was able to successfully activate a new pod on sunday which is working properly.